Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medical services & support, caller is an rn who is caring for her father. He has been draining approximately 600 ml per session. It was stated that the exudate is flowing very slowly and the caller thinks there may be some clotting in the catheter or the valve. She was not with her father at the time. Medical services & support described the appearance of a "sunken valve" to assess whether the valve has malfunctioned. Medical services & support suggested first attempting to flush the catheter using the luer adapter. The caller stated she will call his physician to make arrangements for the repair.